Manufacturer narrative:
This report is submitted on june 12, 2019. - attachment: [136981 - device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on march 5, 2019.

Event description:
Per the surgeon, the patient experienced a performance decrement and subsequently reprogramming attempts were made; however the issue did not resolve. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.